Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural swelling ("surgery itself causes swelling"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal and post procedural swelling outcome was unknown. The reporter considered medical device removal and post procedural swelling to be related to essure. "Concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post procedural swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural swelling ("surgery itself causes swelling"). The patient was treated with surgery (she had undergone essure removal surgery). At the time of the report, the medical device removal and post procedural swelling outcome was unknown. The reporter considered medical device removal and post procedural swelling to be related to essure. "Concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post procedural swelling". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.